Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after announcing a ¿less than usual¿ meal on the ilet and consuming an 11 g carbohydrate keto bar following a typical dinner pattern of 35¿40 g, then treating the subsequent low with two administrations of 15 g glucose tablets. Symptoms included hypoglycemia. Outcomes included no hospitalization and completion of troubleshooting and user education. Investigation included a review of user-reported usage and counseling on meal announcements and therapy settings, with an offer for training that the user deferred. Investigation of this case revealed no device malfunction or alarm conditions beyond standard system behavior, and the event was consistent with glycemic variability and potential mismatch between meal announcement and actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.